Event description:
It was reported that the patient's pacemaker exhibited far field r-waves (ffrw) oversensing resulting in inappropriate mode switch. Additionally, low atrial sensing was observed due to the patient's fine atrial fibrillation (af) signals. The atrial sensitivity was increased to address the low sensing; no changes or intervention were reported regarding the ffrw oversensing. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.